Event description:
It was reported that the right ventricular [rv] lead had a high sensing integrity count [sic], low r waves, noise was seen on the patient's electrogram and a patient alert was triggered. It was also reported that the device sensed the noise and inhibited pacing. The rv lead was explanted and replaced; the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the partial lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, the defibrillator conductor was stretched, the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=194.1 counts avg/day, in 1.68 days, between (B)(6) 2012 18:40:54 and (B)(6) 2012 10:58:55. Std review - lead integrity alert triggered. 1 - patient alert for lead failure predictor on (B)(6) 2012 11:01:24.